Event description:
It was reported that the monitor would intermittently shut down during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and could not duplicate the reported problem. The ge rep recommended replacing the monitor due to "burn in" on the screen. System is operating as intended.